Event description:
Event description guidant received information that after this pacemaker and ventricular lead were implanted, this patient underwent an av node ablation. Six days later, this patient experienced syncope. When the patient presented to the emergency room, 4 to 10 second pauses in pacing were observed. It was also noted that the patient's pacing thresholds were intermittently changing. It was suspected that the device or lead was damaged during the ablation procedure, therefore, the pacemaker and lead were explanted.